Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that they went to get a regular refill of his medication yesterday and when they went home, they tried to give himself a bolus and they were getting a message that the pump was not working. The patient stated that one message said the patient bolus was disabled. The other message said pump memory error has occurred and something was invalid, contact your clinician for assistance service code 372(if patient control status detected invalid data). The patient mentioned that they had tried to turn the handset off and restart it a dozen times, but it did not work. The agent reviewed information regarding the message. The patient was redirected to their healthcare provider to further address the issue. Additional information was provided from a healthcare provider (hcp)via a company representative stated that the patient saw service code 372. The agent reviewed that this code indicates a pump memory error and advised the rep to have patient reconnect the personal therapy manager (ptm) to the pump to see if the code persists. The rep stated that the pump had been refilled yesterday prior to the patient seeing the code and the rep was not aware of any audible pump alarms associated with the service code. The rep was not with the patient at the time of the call and planned to follow up with the hcp and the patient.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type software. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.